Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer pfo occluder was selected for implant. During the implant procedure, while the device was being deployed, the first disc deployed well, but after the second disc was deployed the first disc deformed into a lotus shape. The physician tried light tugging to return the device to a normal confirmation, but while attempting the second disc then started to deform into a conical shape. There was no kink/angulation in the delivery system or interaction with cardiac structures during deployment. The physician recaptured and removed the device and then replaced it with a new 35mm amplatzer pfo occluder, which was successfully implanted. The procedure went smoothly without any adverse events or delays. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer pfo occluder was selected for implant. During the implant procedure, while the device was being deployed, the first disc deployed well, but after the second disc was deployed the first disc deformed into a lotus shape. The physician tried light tugging to return the device to a normal confirmation, but while attempting the second disc then started to deform into a conical shape. There was no kink/angulation in the delivery system or interaction with cardiac structures during deployment. The physician recaptured and removed the device and then replaced it with a new 35mm amplatzer pfo occluder, which was successfully implanted. The procedure went smoothly without any adverse events or delays. The patient is stable.